Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit during normal use and the settings got erased. She also reported experiencing high blood glucose of 497 mg/dl. The alarm history showed a battery out limit, low reservoir, auto off and no delivery alarms. During troubleshooting, no air bubbles or insulin leaks were found and insulin did exit the tubing during prime. The customer was assisted with reprogramming the device and was advised that a battery cap would be sent. The device will not be returned for analysis.